Event description:
Boston scientific received information that this patient's home monitoring system detected a high out of range pacing impedance measurement of greater than 2000 ohms on this right ventricular (rv) lead. Additionally, there have been previous reports of rising thresholds on this rv lead. To date, there have been no adverse patient effects reported.

Event description:
Additional information became available that there was another high pacing impedance of greater than 2000 ohms on this lead.

Manufacturer narrative:
All available information indicates that the lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Approximately four years after the last documented high out of range impedance measurement for the rv lead, the implantable cardioverter defibrillator (ICD) was explanted for normal battery depletion. Two months later the rv lead and newly implanted ICD exhibited a high out of range pacing impedance measurement of 2231 ohms. It was noted that the impedance measurement had been 1500 ohms historically. The rv impedance had beens 1598 ohms during the previous session and 1900 ohms at the changeout procedure.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Additional information was received from a medical personnel that the ICD and rv lead exhibited an impedance reading of 2160 ohms and has been trending between 2000 to 2250 ohms. The medical personnel noted that the impedance had fluctuated back down within range at one point to 1500 ohms. Boston scientific technical services (ts) suggested bringing the patient in for further testing. The patient was brought in and pocket manipulation showed no noise. Since the patient is considered palliative care, the physician has opted to continue to monitor the situation. The ICD and rv lead remain in service and no adverse patient effects were reported.